Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment and pump door. There were visual indications of particulates around the catch post area and within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during test. The valve actuation test passed. The systems air leak test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was visual evidence of a clog in hp2 filter which is a related failure to the reported air detected in cassette warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s caregiver reported that during drain 3 of 5, an air detected in cassette warning occurred. The caregiver was advised to reboot the cycler and it did start to drain, but the alarm reoccurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s caregiver reported that during drain 3 of 5, an air detected in cassette warning occurred. The caregiver was advised to reboot the cycler and it did start to drain, but the alarm reoccurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation.